Event description:
Deroyal suction canisters lids are not connecting to the canisters. In three instances the staff were not able to attach the lid and creating the suction. This can create an patient issue when trying to use the device to suction a patient in an emergency situation, and it doesn't have a seal. This can also cause downtime while trying to find a working canister and lid combination. This could also expose hospital personnel to secretions not contained in the canister. Three trips were made to the supply room to find a canister and lid combination.

Manufacturer narrative:
The device history records for this lot, including the performance test records found no issues. All performance testing passed. The material certifications passed were reviewed and found to be acceptable and within required specification. The root cause is undetermined at this time. There are no planned corrective actions. The sales to complaint feedback ratio is found to be 0.01315%. For the last 24 months of shipments. For the complaint reports filed, none were for the lid not fitting the canister. Complaint reports are trended and managed through corrective and preventive action system. If more information becomes available, this complaint investigation will be reopened and follow up submitted. As of today, this complaint investigation is considered closed.